Event description:
Information was received from a patient implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient was unable to charge. She got the reposition antenna screen and icon for charging the recharger. The patient could not charge the implant because she had been getting the reposition antenna screen for the 30 days prior to (B)(6) 2017. The ins was fully charged five months prior. The patient also stated that the ins was charged 30 days prior and that she last felt stimulation 32 days prior. Repositioning the antenna did not resolve the issue. The patient was unable to communicate using another external device as the patient programmer showed the poor communication message. The patient was to follow-up with a healthcare professional. It was confirmed that the recharger was charged and that the cords were all fine and plugged in properly with the green light illuminated on the power supply. The issue began in (B)(6) 2016. Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient had been unable to charge for three to four months. The patient moved to (B)(6) from (B)(6) and told the doctor¿s office that she needed a rep, but the office did not contact the manufacturer. It was noted that patient compliance may have led or contributed to the issue. One hour of physician mode recharge initiated a normal recharge. A power on reset (por) with code 0x02608 was cleared. The issue was resolved as of (B)(6) 2017. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use.